Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. The device was providing therapy. It is unknown if the indicator triggered earlier than intended. Additional information was received that the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg was prematurely depleted. Surgical intervention may occur to address the issue.

Event description:
Additional information received indicates that the ipg was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The report of eol/loss of stimulation was confirmed. It was determined the device declared elective replacement indication (eri) and end of life (eol). The cause of the reported observation was due to the device having normal battery depletion.